Event description:
Per the physician, the electrode was not in the cochlea (due to unknown reasons), therefore the device was explanted. The device was explanted (B) (6) 2010. Reimplantation is planned, but had not taken place at the time of this report.

Event description:
It was reported there were 7 ventricular sensing episodes and the patient was critical in the intensive care unit and a do not resuscitate. There was no capture at 6v and 1.0ms and r waves measure less than 1mv. It was also reported "there appears to be no sensing going on and pacing is also not occurring." It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Correct date of explantation was (B)(6) 2010, not (B)(6) 2010 as previously reported.(B)(4).